Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection noted the bend in the tip of the lead, however the lead was within specification.

Event description:
It was reported that upon opening and inspecting the lead, that the tip appeared to be bent. The lead was not used on the patient and no complications were reported.